Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that the leak failed at the u-groove there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
This complaint was reported in error. The issue is not a considered a reportable product malfunction because there was no indication of damage to the pump and no indication of moisture/corrosion in the pump and there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/27/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked.